Event description:
It was reported patient lost effective stimulation due to high impedances. The issue was confirmed via x-rays. As a result, surgical intervention was undertaken to explant and the replace the patient's entire system. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott, a patient wanted was scheduled for an ipg replacement. The patient met with a physician an found there was high impedance on there one lead that was implanted. The patient is worried the ipg would completely turn off soon. The patient has an upcoming wedding and wants to attend. The patient had their ipg, and lead replaced without complications. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.